Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the screen is cracked on pump. The customer dived for valley ball and fell on the pump. Customer is unable to read the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.